Event description:
The pt works for an automobile MFR and she was accidentally struck on the right breast with a wrench in 2/93. She developed silicone granuloma in the right breast later on. Removal of the right breast implant and its replacement with a gel prosthesis was therefore undertaken. The surgical operation involved removal and replacement of the right breast implant with a low bleed, gel-filled, mammary prosthesis. Pre-operatively, rupture of the right breast implant was ruled out.